Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device recorded an episode as supraventricular tachycardia (svt) due to wavelet discriminator. The doctor believes the rhythm is actually ventricular tachycardia (vt), not svt and the device withheld detection inappropriately. The rhythm broke spontaneously after 15 seconds. The device remains in use. No patient complications have been reported as a result of this event.